Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient had a broken connector pin. The patient was sent a new desktop charger. The patient turned of their device to conserve the battery.